Event description:
It was previously reported that a female patient developed a wound requiring debridement following a tummy tuck, lipo 360, and avéli procedures. Fat necrosis was found in the area underneath the wound, and the patient would likely need a surgery to address the volume loss. The treating physician reported that the wound was near the boney prominence of the ischium and is consistent with a pressure wound. The patient returned for follow up two months after the wound debridement and it was reported that the wound bed is healing well. On (B)(6) 2023, the treating physician provided an update regarding the patient. It was reported that the patient's fat necrosis on the left buttock is healing well. The opening in the skin is smaller and is now several millimeters wide. It was reported that the patient still has some areas of firmness on the right buttocks and is returning to the office twice per week for massage to break up the areas of firmness. For future cosmetic improvement, the physician is planning 2-3 treatments with sculptra® over several months on both the left and right buttocks to fill the volume deficiency after the fat necrosis on the left side and to soften the right side.

Event description:
It was reported that a female patient had a tummy tuck, lipo 360, and avéli procedures on (B)(6) 2022. At about 4-6 weeks post procedure, the patient came in for follow-up and there was a small dark black scab on the lateral left buttock. The small black eschar was indurated but not infected at 6 weeks. The treating physician advised the patient to take pressure off the area and it was reported that they expected the wound to heal. About 3 months post avéli procedure, the patient returned for follow-up and at this point the or nurse and treating physician reported the area of concern as "grossly infected, an abscess." It was reported that the wound required debridement, fat necrosis was found in the area underneath the wound, and the patient would likely need a surgery to address the volume loss. The treating physician reported that the wound was near the boney prominence of the ischium and is consistent with a pressure wound. The patient returned for follow up two months after the wound debridement and it was reported that the wound bed is healing well.

Manufacturer narrative:
The report was originally sent on 11/3/2022, but with an incorrect report number; so this report is a resubmission. The original report number was 3020889-2022-00009 instead of 3020889437-2022-00009.